Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was not making ice. The nurse happened to notice the unit did not have ice in it when she walked into the operating room (o.r.). There was no pt or surgery involvement.